Manufacturer narrative:
The device has not been returned to date; therefore, no failure analysis can be performed. While the root cause is unknown for this case, similar issues that resulted in intra-operative pip fractures have been attributed to improperly prepared oblique osteotomy, improper placement of the implant (e.g., impacting unsupported head with too much force), or improper implant size selection. Review of the DHR showed that nonconformances were generated for the lot.

Event description:
A customer reported that while impacting the definitive proximal component of a pip-200-20p-ww, the implant head spilt from the stem, leaving the stem in situ. The surgeon introduced a k-wire dorsally to the proximal most aspect of the implant (behind the stem) and pushed it out and a new proximal implant was opened and used with no further issues. No part fell into the surgical site, and all split parts were recovered. This resulted in a 10-minute surgical delay and it was reported that there was no patient adverse consequence/affect because of the delay.